Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer had a calibration error and change sensor alert. Customer's blood glucose was 107 mg/dl at the time of the incident. Customer was sleeping at the time of the alert. Customer is not experiencing intermittent calibration error alerts. It was explained that the alert may be caused by a rapid increase or decrease in blood glucose values. Caller was advised that the sensor would need to be replaced. Caller stated that yesterday the pump was alarming for a low reading of 47 but he customer's blood glucose was 107 mg/dl. Customer also had a bent cannula. Customer was advised to return the sensor.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. However, the sensor was returned with a bent cannula; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.